Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the irrigation was none and system intraocular pressure issues during phacoemulsification mode (phaco) and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and was unable to replicate the reported event. The company service representative replaced the telemetry printed circuit board (pcb) and the cable assembly as a preventive measure. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the surgical console presented with loss of irrigation. The patient harm was not reported. Additional information has been requested. Customer is not willing to provide further information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).